Event description:
Manufacturer was initially made aware of patient death via a comparision of device tracking information to the social security death index. A complaint file was not initiated at that time since initial screening per manufacturer's procedures did not indicate a potential relationship between the vns and the death. The death was later reported to the manufacturer through the normal complaint system at which time a complaint investigation was initiated. Investigation to date has not been able to determine the cause of death. There is no evidence at this time that the ncp system caused or contributed to the reported event.